Manufacturer narrative:
Approximate age of device ¿ 3 years, 1 month. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that during a hospital admission for an unrelated event, a red heart alarm sounded and a black screen was observed on the patient¿s system controller. The patient became unconscious and was resuscitated. The system controller was exchanged and all pump parameters returned to within normal ranges. The patient was intubated, and the lactate dehydrogenase level was elevated. The patient remained unconscious until ultimately expiring on (B)(6) 2017 due to brain death. No additional information was provided.

Manufacturer narrative:
The pump was not explanted. However, a portion of the driveline was received for investigation. Device evaluation: the report of blank screen and red heart alarm was confirmed with the evaluation of the returned system controller (B)(4). Based on previous complaint experience, the captured events appear consistent with a potential driveline issue; however, the evaluation of the returned portion of the driveline did not confirm any wire damage. The submitted system controller log file was dated (B)(6) 2017 and contained approximately 1 day of data. A timestamp reset was captured which appeared to be the initialization of system controller. The majority of the captured events after the initialization were routine power source exchanges, pi events and data logger entries. It should be noted that a low speed advisory alarm was captured at timestamp 0 days, 0 hours, and 13 minutes, accompanied by a pi event. There were no other unusual events noted in the event history and the pump appears to be working as intended. A section of the driveline approximately 25.5 inches long was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon removal of the silicon sleeve, breakdown of the metal braided shield at approximately 20.5 inches from the metal/controller connector were observed. The silicone jacket, clear bionate, and metal braided shield were removed in order to examine the underlying wires. Minor kinks to the wires were observed at approximately 20 inches from the connector. Visual inspection of the driveline did not reveal any evidence of mechanical damage or breakdown of the wire insulation. No evidence of fluid ingress was found in the driveline. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The reported incident of a blank screen and red heart alarm was confirmed with the evaluation of the returned system controller serial number (B)(4). The system controller was unable to communicate or operate on laboratory equipment. The system controller was dismantled and visual inspection revealed damage (oxidization) on the printed circuit boards that is indicative of fluid ingress. Several components were damaged as a result of the short circuit condition. The damage sustained to the controller was irreparable and the log file was unable to be downloaded. The evaluation of the returned system controller serial number (B)(4) revealed drive circuitry damage. During testing, the system controller was unable to achieve the pump speed value of 6000 rpm. The evaluation of the printed circuit boards confirmed damaged drive circuitry components. The damaged sustained to the drive circuitry is consistent with overcurrent. The damaged components were replaced and the system controller functioned as intended thereafter. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.